Event description:
The clinic reported that a laser vision correction patient developed blurry vision on the left eye (os) at one week post-operative exam. The patient experienced a loss of best corrected visual acuity (bcva). The patient¿s chief complaint was of constant blurry vision on left eye. The clinic reported left eye (os) best corrected visual acuity (bcva) pre 20/20, distance 20/40.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.